Manufacturer narrative:
The biomedical engineer reported that the monitor on the cns (central monitoring station) failed due to the back light fusing and needed a replacement. No patient harm was reported. A spare monitor was used to resolve the issue. Customer was given part number and transferred to customer service. Replacing the defective parts fixed the issue. Device not returned.

Event description:
The biomedical engineer reported that the monitor on the cns (central monitoring station) failed due to the back light fusing and needed a replacement. No patient harm was reported.